Event description:
It was reported that a user of the ilet system experienced prolonged high glucose readings labeled as high on a cgm and fingerstick, with unclear cause, after changing an inset subcutaneous infusion set and later opting to disconnect from the pump to administer a manual insulin injection; the patient reported alcohol detox during the episode. Symptoms included hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.